Event description:
Medfusion pump recognized 10ml bd syringe as 1ml syringe and inaccurately gave medication, potassium chloride, over the wrong amount of time. Rn (registered nurse) stopped medication during administration when she noticed that the syringe seemed to be running out too quickly. The infusion was supposed to run 9.9 ml over an hour; however, since it recognized the syringe as a 1ml not 10ml it ran 5ml not .5 ml, giving the patient a bolus not over the 9.9ml/hr rate.